Event description:
It was reported the device would not retain settings while battery is changed. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the display lens was cracked, both bail covers and battery drawer were broken, the ring and ring cover were missing, the battery contacts were compressed, and the keyboard was scratched. (B)(4).